Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin squired out of the insulin pump during manual prime. The customer's blood glucose at the time of incident was 202 mg/dl. The customer states that the pump piston continues to move forward after reservoir contact, which resulted in the insulin squirt. The insulin pump has not alerted or alarmed in regards to existing anomalies. The customer changed the infusion set but is unable to leave the prime menu. The pump has not been bumped or dropped or moisture-damaged. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.